Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer also received a battery out limit alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The pump passed the displacement and self tests. All buttons functioned properly. However, the pump had moisture on the keypad traces, a cracked belt clip slot, a cracked lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.